Event description:
Caller reported damage to pump housing near the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged by technical support as the pump was under warranty, and the caller was instructed to revert to multiple daily injections (mdi) to ensure insulin delivery was not interrupted. The caller was also guided on how to put the pump into storage mode and return it using a pre-paid label.